Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly selected the weekend settings on the sleep mode schedule. There was no reported impact to blood glucose. Customer acknowledged user error and declined further troubleshooting.